Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was bleeding from the insertion site. The bleeding would not stop, the spouse transported the patient to the emergency department. They put pressure in the area while heading to the healthcare facility. The healthcare facility had him stitched to stop the bleeding. The patient was discharged after an hour without medication given or prescribed. The patient was feeling fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.